Event description:
It was reported that after implant, the patient experienced severe seizures requiring hospitalization and that the seizures are more frequent. No other relevant information has been received to date.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.